Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and decreased impedance. The noise was reproducible in clinic. It was suspected that the lead had a possible insulation breach. No device intervention was performed. Patient was asymptomatic.